Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient was under gong atrial flutter ablation. Device was reprogrammed prior to ablation from dddr to vvi. After flutter was terminated and patient had returned to sinus, physician wanted to reprogram back to dddr. Oversensing in the ventricles were observed which inhibited pacing. Device was immediately reprogrammed. No other issues was noted.